Event description:
Related MFR report number: 2017865-2023-22843. Related MFR report number: 2017865-2023-22844. It was reported that a patient passed away due to cardiac arrhythmia. It is unknown that the patient's implantable cardioverter defibrillator (ICD) system caused or contributed to the patient's death.

Manufacturer narrative:
The reported event was for patient death. As received, a partial lead connector portion was returned in three pieces. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.